Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly in full deployed state. A kinked arteriotomy locator was returned individually. No other accessory components were returned. Visual inspection revealed that a kink was on the arteriotomy locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The device was consistent with the full deployment. The arteriotomy locator was inspected and multiple blockages were visible within the inner lumen. The arteriotomy locator was then subjected to microscopy. Dried blood-like substances were confirmed within the blood inlet holes and drip hole on the arteriotomy locator. No other visual anomalies were noted. As no guidewire was returned, another guidewire was obtained. Functional testing was performed by inserting the guidewire into the locator. Upon insertion, resistance was felt; however, the guidewire was able to pass through the inner lumen of locator with some force. Dried bloodlike substance was confirmed within the inner lumen. Dimensional testing was completed and the inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.054" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.038" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within manufacturer specifications. The arteriotomy locator was then mated with the hemostasis sheath. An audible snap was heard, and a tactile snap was felt. The blood inlet holes checked and properly aligned. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used, and no backflow of blood was observed. The backflow of blood was not observed from the drip hole when the locator/insertion sheath assembly was inserted into the artery. The physician withdrew the assembly and then inserted the assembly into the artery again; however, the outcome was the same. The device was then removed, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was proximal o the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There were no other devices or equipment used with the reported product.